Manufacturer narrative:
The explanted lens was not returned for an evaluation. The assembled lens case, the opened peel pouch, and the associated qualified company cartridge were returned in the opened lens carton. An insufficient amount of viscoelastic was observed. The cartridge tip has light stress on the anterior surface. The cartridge had evidence of being placed into a handpiece. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified lens/cartridge combination was used. The handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. The root cause of the reported complaint of scratch on lens cannot be confirmed. The explanted lens was not returned for an evaluation. A qualified cartridge was returned. The root cause for the complaint may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before attempting to load the lens. No viscoelastic was visible in the body of the cartridge. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. Information provided by the surgical site indicated that a scratch was noticed on the lens after insertion. A lens cutter was used to cut the lens and removed. The procedure was completed with a new iol. The replacement lens model and diopter information was not provided. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was implanted and doctor saw that the lens was scratched so removed it during the initial procedure. There was patient contact but no patient impact. The surgery was completed the same day.